Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-00123 pertains to the first resolution clip device and manufacturer report # 3005099803-2017-00124 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, both clips would not deploy and had to be ripped off the bleeding vessel. The procedure was completed with another resolution clip device. The patient's condition at the conclusion of the procedure was reported to be stable.